Event description:
Per the ivos event report: "monopolar cord sparked then exploded (off the field) during a lap chole". Per the department manager: "cord was taken out for repair. There is a notice that this can happen that has been sent out to company. Reiterated to staff that they must inspect all cords to ensure no break anywhere. No harm done to patient or staff." Clinical engineering (biomed) inspected the esu (electrosurgical unit), and it passed all tests and manufacturer's recommended pm procedures, but biomed has not seen the monopolar cord.